Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted on (B)(6) 2024 with syncope, acute kidney injury with creatine of 2.10 and one low flow alarm. Mean atrial pressure (map) was 110, and international normalized ratio (inr) was 1.4. An echocardiogram was performed (B)(6) 2024 and showed ejection fraction (ef) of 10% and right ventricle of normal size with moderate to severely reduced function. The aortic valve (av) also did not open. The patient was hydrated, restarted on entresto (sacubitril/valsartan) and spironolactone. Mildly reduced function of the right ventricle was noted prior to left ventricular assist device (lvad) implant. There was no documentation of lvad therapy cause and or contribute to the right ventricular failure. The patient was stable, with plan following up regularly as an outpatient. No log files were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarm could not be confirmed as no log files were provided. A specific cause for the alarms could not be conclusively determined through this evaluation. The reported right heart failure and renal dysfunction could not be confirmed, and direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and reported events could not be conclusively established through this evaluation. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further complications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management,¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, explain system controller alarms, as well as the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.